Event description:
Atrial oversensing , far field r-wave oversensing. The egms show atrial oversensing. 3 false positive at/af episodes due to atrial oversensing. The current egm shows far field r-wave oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).